Event description:
Nellcor puritan bennett received information that suggested that the device shut down while in patient use. The customer reported that there was no harm to the patient.

Manufacturer narrative:
Npb will notify FDA should further information become available.